Manufacturer narrative:
The field service engineer found the gear pump was unable to reach the required pressure and the heat cut filter needed to be replaced. He replaced the gear pump, vacuum diaphragm, and heat cut filter. The customer ran and passed calibration and qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable gluc hk gen.3 result from the cobas 4000 c311 system. The initial result was 4 mg/dl and the repeat result was 92 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 54422401 with an expiration date of 30-jun-2022.